Manufacturer narrative:
Add'l info has been requested and if provided, will be included on a supplemental.

Event description:
It was reported "the spine case was a thorasis kyphosis correction case with xia lp screws and blockers. Surgeon backed out blocker and this one broke in two. This did not affect the rest of the surgery, however the surgeon could not get blocker out at all."